Event description:
During surgery the drill bit broke and part was left in the patient.

Manufacturer narrative:
Examination of the returned product by a depuy warsaw material research manager confirmed the fracture. Evidence revealed a torsional fracture. A search of the complaint database found no prior reports for this product number. Based on the investigation, the need for corrective action is not indicated.